Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw1339 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebw1339) have been reported from the same (B)(6) facility.

Event description:
It was found that there was unsmoothness at the end (in vitro) of the guidewire and the sheath (vessel dilator) could not penetrate. (I.e. Cannot go through the unsmooth guidewire into the vessel of the patient.) The device was not used in/on the patient. This report addresses the fourth of four devices.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire with subsequent difficulty inserting the microintroducer was confirmed, but the exact cause was not determined. Four 0.018¿ x 35cm guidewires were returned for investigation. Three guidewires were received in their hoops. The proximal tip was exposed for two of the three guidewires that were received in their hoop. The fourth guidewire had been removed from its hoop and the hoop was not returned for investigation. A microscopic examination of each guidewire revealed that the coil wire was damaged at the proximal weld tip. Two of the coil wires were broken at the weld tip. The grind pattern on the coil wire was misaligned, which indicates that the dislocations occurred after the guidewire was manufactured. The distal tip of each guidewire showed no dislocations in the coil wire. The outside diameter of each guidewire was within specification. This type of damage can occur if the coil wire is twisted near the weld tip; however it is unknown where or how the damage occurred. The guidewires were forwarded to the manufacturing facility for further review. Reynosa evaluation: the complaint of ¿unsmoothness at the end of the guidewire¿ is confirmed but the exact cause is unknown. According to the photo visual evaluation of the guidewires show dislocations that were observed in adjacent coils at the proximal end of the guidewires but based on bas evaluation the outside diameter of each guidewire was within the specification which confirms that guidewires were damaged after manufacturing process, the cause of this condition is unknown. A lot history review (lhr) of rebw1339 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (rebw1339) have been reported from the same (B)(6) facility.

Event description:
It was found that there was unsmoothness at the end (in vitro) of the guidewire and the sheath (vessel dilator) could not penetrate. (I.e. Cannot go through the unsmooth guidewire into the vessle of the patient.) The device was not used in/on the patient. This report addresses the fourth of four devices.